Manufacturer narrative:
The hose and fitting are being returned for evaluation. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that a hose separated from the crimp connection on the system 1e causing water to migrate into hallway and into the adjacent or and core ('closed hallway') areas of the facility. No injuries or procedural delays were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).